Manufacturer narrative:
Investigation summary: fourteen samples were provided to our quality team for investigation. A visual inspection was performed. Nine samples were observed to have slight ink rings present near the 2ml grad lines and around near the mid-point of the barrel. Four samples have minor print imperfections on the marked scale in various areas of the printed scale and bd logo. The ink rings and minor imperfections did not affect form, fit, legibility, or function of the syringes and were acceptable per product specifications. One sample have missing almost one entire grad line with a large chunk of the neighboring above line was also missing. The observed condition was non-conforming per product specification. Potential root cause for the missing print condition is associated with the marking process. A device history record review was completed for provided lot number 2030421. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe had no scale markings on it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer is reporting oil stains, unclear scale lines, and surface scratches upon their inspection... No patient harm involved."

Event description:
It was reported that the bd luer-lok¿ tip syringe had no scale markings on it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter. "Customer is reporting oil stains, unclear scale lines, and surface scratches upon their inspection. No patient harm involved."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.